Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012456291 was returned and analyzed. The reported bubble issue was not observed or reproduced with the returned sheath. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional visual anomalies were detected. The steering mechanism and deflection test were performed and no anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.120 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0213 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported issue (microbubbles in the side port) was not confirmed through testing. The sheath failed the returned product inspection due to a kink at the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sheath, microbubbles were observed in the side port while aspirating from the sheath. The bubbles persisted despite continuous aspiration and attempts to tap them out. After being unable to clear the bubbles, another sheath was opened and used to complete the case without further issues. No patient complications have been reported as a result of this event.